Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported there was acute pain, motor weakness, and numbness down the patient's leg. It was noted the patient was three months pregnant and the pain had increased since becoming pregnant. The patient was limited on walking due to her normal health situation and was typically using a walker or a wheelchair. It was noted stimulation was on 24 hours a day and would cut the pain down to a 9 which was still helpful for them. It was unclear whether pain was due to the device or pregnancy. Several months later it was reported the implantable neurostimulator (ins) had not been "working for a while." The patient had not had the ins on because they were pregnant. It was noted the patient could feel stimulation in their leg but only from their knee and up. X-ray was taken and leads were at t10 instead of t8 "which would have covered patient's lower leg and foot." It was also noted reprogramming was attempted. It was noted since the patient gave birth three months prior the patient had not been able to use their ins. When the patient attempted to use the ins the previous day the patient got shocked. The patient's injury was covered under workman's compensation but was noted as no longer covered. The patient had been using the emergency room for pain and reflex sympathetic dystrophy which had gotten worse. It was noted the patient had an appointment with a pain management doctor in may and they patient had been using intravenous ketamine to help with the pain. It was noted since the patient got an epidural and since birth the patient had been feeling numbness and pain and was feeling vibration and pain. It was also noted the patient was charging during pregnancy but had seen a call doctor screen 7 months prior. Patient had notified their doctor but it was stated "the doctor would not deal with the patient because their insurance had lapsed." It was noted the patient had not charged since. It was also noted there were coupling and or communication issues and an ins over-discharge was suspected. It was noted the health issues and patient compliance were primary reason for over-discharge. The last successful charging session was 6 to 12 months prior. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).